Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0pzya, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received from the patient reports she was asking if she should go back to program 2 at 1.5 volts because the other setting was not helping. She will try a different program and contact hcp (healthcare provider) office if necessary.

Event description:
Additional information from the consumer reported that therapy was not working since having the implant. The patient met with a manufacturers' representative (rep) on (B)(6) 2015 and was instructed to try it for 3 weeks then take a break. On (B)(6) 2015, the third week, the patient got extreme pain in the arm. She called the rep and he told her to turn it off. The pain went away. She turned the device back on on (B)(6) 2015 and had no pain. On (B)(6) 2015, there was no leak, the next day, she had one leak, the day after, a little leak and the third day after, and there was no leakage. She went to the doctor; she had a low resting sphincter. Further information from the consumer noted she was at 50% reduction in symptoms. The patient had nothing new to add.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient rescheduled their appointment for (B)(6) 2015. The patient saw and talked to their manufacturer representative and hcp at the same time. The patient also still had concerns with their device or therapy, but had not sought further help from their hcp. The patient had been talking with technicians at the 800 number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had no stimulation sensation the day of implant. The patient was not instructed on the programmer. They had three programs and were currently on program two. The patient felt stimulation at 1.1 v and 1.2 v. They kept the setting at 1.1 v. The patient did not feel stimulation after about a minute.

Event description:
It was reported that the patient was implanted a week prior to the report, and the first day had been good but the day following implant the patient had started leaking again. The patient had been on program 2 at 1.1 volt. It was indicated that the health care provider (hcp) had told the patient to increase stimulation, so as of four days after implant the patient had increased it to 1.3 volts on program 2. It was noted that the leaking had ¿started up really bad again¿ the night prior to the report. Later on the day of the report it was stated that the patient had turned up their stimulation 3 decimal points and stimulation was strong but comfortable. If the patient was still having problems they were going to keep bumping it up. It was also added that it ¿just so happened¿ that the patient¿s stomach and shoulder had pain the same day after they increased stimulation to 1.3 volts, but the patient ¿did not think or did not know¿ if it was related. No outcome was reported regarding this event. Further follow-up is being conducted to obtain t his information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a loss of therapy. She reports having 50% symptom reduction but was not where she would like yet. She had tried programs 1 and 3 and increased amplitude on program 3 to 1.0 to 1.4. The patient does feel stimulation. It was reported that the therapy was not adequate. It was later reported that the patient had increased amplitude on program 3 a couple times since her last call and "it's not working that good" but states she had seen some improved therapeutic effect since her last call. She was getting about 50% reduction in symptoms, sometimes she has no signs of leakage and other times she does. She was still not sure about how to use the different programs and she would like to see more therapeutic effect. The patient called back and was feeling stimulation on program 1 at 4.5. She will stay here for one week. The patient called back later that day and changed to program 1 and increased up to 4.0 but reported she was not feeling stimulation.

Event description:
Additional information received reported that since implant, the patient had ¿some good days and some bad days¿ but had not had a good since 3-may-15.¿ side effects from the implant allegedly were pain and itching, but had since resolved after receiving ¿gabapenti.¿ later, the patient reported she had been ¿taking so much lominal¿ she thought it was making her sick. The patient had 2 colonoscopies and as ¿clear¿ after each one, but then her symptoms would start back up.